Event description:
Boston scientific received information that the patient experienced a syncopal episode for an unknown reason. The field representative performed a device interrogation that showed the device was functioning as intended. No events were stored in the arrhythmia logbook and no noise was seen with isometrics. Review of trending data revealed that the patient's heart rate was in the 90 bpm range and then dropped to her lower rate limit (lrl) of 60 bpm. It was noted that the patient only paces 33 percent of the time. The lrl was subsequently increased from 60 to 70 ppm. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.